Event description:
Situation: anesthesia documented ett cuff failures during an emergency intubation background: 7.5 ett cuff failure reported after pre-check verification performed, glidescope 3 in use assessment: concern for product failure, unclear if product packaging was saved recommendations: refer to supply chain and track and trend. The issue was described as total cuff failure that was evident immediately following intubation.